Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving baclofen, bupivacaine, and dilaudid (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient had never achieved efficacy since implant, and had been having periodic episodes of overdose-type symptoms for the last year and a half, typically every few weeks. It was specified that the patient would have symptoms including sweating, vomiting, and then would become dehydrated and would be given narcan, and the symptoms would subside. The hcp did not believe the symptoms were from the patient taking oral medication. It was noted that at one point they felt the symptoms may have been from the patient using their personal therapy manager (ptm), however they disabled that feature so the patient didn't get ptm boluses anymore. It was noted that the hcp did not have information regarding historical volume discrepancies. It was unknown if there was any system issue at this point. No further complications were reported or anticipated.